Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing pain. It was also noted that the patient had five back surgeries and the last surgery was prolonged. No further information could be obtained.